Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and the lens would not come out of the cartridge while advancing. The lens was not implanted and there was no pt contact or injury. It was stated the indigo-p injector and sfc-25 cartridge were used, but the lot numbers were unknown.